Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during a prolapse repair procedure. The leg assembly needle was fired through the right sacrospinous ligament, then as the physician was pulling the sleeve though the ligament, the needle with a portion of the lead suture detached in her hand. Nothing fell into the patient. The physician was able to pull the remainder of the leg assembly though the ligament and the procedure was completed with this device, with no complications to the patient, who is over 18 years old and was fine at the conclusion of the procedure.

Manufacturer narrative:
Reported event of suture detached.